Event description:
It was reported that during the procedure it was noticed the implant did not fit well. The surgeon had to burr the implant for it to fit. There was no significant delay in surgery, no adverse event reported, and the surgery was completed successfully.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that during the procedure it was noticed the implant did not fit well. The surgeon had to burr the implant for it to fit. There was no significant delay in surgery, no adverse event reported, and the surgery was completed successfully.

Manufacturer narrative:
The reported event could not be confirmed as no post op CT scans or photos were provided for review. The manufacturing documents were reviewed and showed no deviations. A complaint analysis was performed by stryker¿s custom design team. The implant design and all quality relevant design steps were performed in accordance to the freqi procedures. The implant design was created with the requested features to fit the patient's defect. A medical expert was consulted who confirmed that in this case the size and shape of the defect may have evolved over the period of three months, necessitating a reshaping of the implant. With the confirmation of the medical expert, it can be concluded that most likely the implant did not fit due to bone growth between the scanning date and the date of the surgery. N conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue.